Event description:
The customer reported that the provue misread a weak + reaction as negative in the dat testing.

Manufacturer narrative:
An ocd field engineer (fe) arrived at the customer site and cleaned the provue reader cam. The fe performed the centrifuge verification successfully. The customer ran qc without errors and results were within specification. Instrument is operating as expected. (B)(4)